Event description:
It was reported that patient experienced incontinence as the artificial urinary sphincter (aus) was not working. The physician tried to get the cuff to inflate and was unsuccessful. The patient underwent a surgical procedure to replace the device. The physician checked the device for leak after the device was explanted and found no leak. No further patient complications reported.